Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism fully deployed with the pink slide insert visible in the top housing window. The pod data indicated that the pod completed priming, ran over 200 pulses, and was deactivated by the user. The pod needle mechanism was able to a successfully be reset into the locked and loaded position and the pod was able to fire as expected. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.